Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "would pump inconsistent amounts". The customer stated that this occurred during preventative maintenance testing and there was no related patient injury. No additional information could be obtained.